Event description:
It was reported that there was replacement of the defective preloaded intraocular lens (iol). No other information is available.

Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. If device w manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, section d9: returned to manufacturer on: 07/25/2024 section h3: device evaluated by manufacturer: yes, device evaluation: visual inspection was performed on the suspect product and revealed the lens was stuck in the cartridge and the cartridge tip was damaged in a way consistent with damage that occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, and no damage or viscoelastic residue were found. The plunger rod advancement was inspected, and no resistance was felt. The lens was removed from the cartridge and cleaned and presented with a detached haptic. No further evaluation was performed conclusion: the complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Dimensional inspection was performed on the remaining haptic confirming that the haptic width and haptic thickness were manufactured within specification. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.